Event description:
A surgeon reported that a sys message displayed and the iop (intraocular pressure) control was not available during the procedure. The problem was solved after replacing the product with another one. The procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A sample is expected, but has not yet been received for eval. (B)(4).